Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was unable to rewind. The customer¿s blood glucose level was 252 mg/dl at the time of the incident. The customer stated they were unable to exit the load reservoir process. Troubleshooting was completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump primed properly. No drive/motor anomaly noted. The motor was tested outside of the device and passed. Insulin pump is able to exit the load reservoir process noted.